Manufacturer narrative:
The field service engineer determined the rinse unit cell blank nozzle was overfilling the reaction cell. The water supply line was cleaned and the supply volume was adjusted. A mechanism check was performed and the cell wash had no errors. Cell blank and photometer checks were ok. The customer ran calibration and controls; all results were within specifications. Precision studies were performed and all results were within specifications.

Event description:
The initial reporter stated they received discrepant ise results for 11 patient samples tested on the cobas 6000 c (501) module. The affected tests include ise indirect na, k, cl for gen.2. The initial values were reported outside of the laboratory and questioned by a doctor who asked the laboratory to recalibrate the equipment. The samples were repeated on a second analyzer and these values were deemed correct. The na, k, and cl electrode lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The last calibration performed on 21-apr-2022 was ok and there were no alarms. Quality controls were within range. There was no indication of a reagent performance issue. Upon review of the alarm trace, no relevant alarms were observed. Calibration alarms could be seen on 21-apr-2022. The investigation determined the service actions resolved the issue.